Event description:
On 10-dec-2025, a veryan clinical sales specialist received information which reported that following a procedure using a biomimics 7x100mm stent on the (B)(6) 2025, a patient presented to the hospital on the (B)(6) 2025 with standing bruising and an angioplasty and an embolectomy had failed to solve thrombosis. It was noted that one month after the procedure that a competitor stent was used on sfa proximal to biomimics.

Event description:
04-feb-2026: it was further reported that on the (B)(6) 2025, a 7x100 mm biomimics 3d stent was successfully placed in the left popliteal artery of a patient, having been placed in the p1, p2 and p3 segments of the popliteal artery. It was reported that no issues were encountered during the deployment of the device. In (B)(6) 2025, the patient underwent a follow-up procedure in which a competitor stent was successfully deployed in the distal sfa. It was noted that this stent was deployed in overlap with the biomimics 3d stent. On (B)(6) 2025, the patient presented to the hospital with standing bruising. Angiography was performed, and a potential stent fracture of the 7x100 mm biomimics 3d stent was identified. The physician also noted that thrombosis had occurred as a result of the stent fracture. The patient was treated with balloon angioplasty and embolectomy.

Manufacturer narrative:
Complaint complete and event remains reportable. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on the feedback in this case, as well as the review of the complaint images, it is understood that a type 3 stent fracture; a fracture into 2 separate components, has occurred in this case. Based on the feedback in this case, as well as the angiographic images, it is understood that the stent was placed in the p1, p2 and p3 segments of the popliteal artery. It is important to note that the distal portion of the complaint stent is seen to extend beyond the knee joint into the p3 segment of the distal popliteal artery. Per IFU-1 version 3.0 the following indications are given: "the biomimics 3d self-expanding stent system is indicated to improve luminal diameter in the treatment of symptomatic de-novo or restenotic lesions in native superficial femoral and/or proximal popliteal arteries with reference vessel diameters ranging from 3.5 mm - 7.0 mm." Therefore, the stent in this case was placed in a position outside of the indicated location for use. This subsequently meant that the stent was subject to unanticipated physiological fatigue loads, which likely contributed to the fracture which occurred. Stress/strain in the material can be dissipated throughout the stent, and can lead to stress/strain concentrations in other locations, which can lead to distortion and/or a fracture. Veryan is aware that stent deployment outside of the indicated location for use can create conditions which may contribute to a stent fracture. Ufmeca-1 version 19.0 line items #210-212 documents the potential hazardous situations associated when the user uses device outside the indications for use. Therefore, the investigation concludes that the user's choice to place the stent outside of the indicated location was a contributing factor to the noted stent fracture. Based on the information available in this case, 3 factors could have contributed to physiological loading being higher than would be anticipated and the subsequent stent fracture, and are as follows: the user's choice to place the stent outside of the indicated location. -the patient's lifestyle. -the tortuosity of the distal sfa. A query was made to the complaint site regarding the lifestyle of the patient. A response was given which did not highlight an active lifestyle in the patient. Therefore, the investigation concludes that the patient lifestyle was not a contributing factor to the noted stent fracture. A query was made to the complaint site regarding the tortuosity of the target vessel. A response was given that noted tortuosity was present throughout the sfa, as well as in the popliteal artery where the complaint stent was placed. Tortuosity in the distal sfa/popliteal artery can potentially create an area of movement which imposes unanticipated physiological fatigue loads on a stent. Therefore, the investigation concludes that the target vessel tortuosity was a contributing factor to the noted stent fracture. Based on the nature of the fracture, as well as the information received in this case, veryan considers the primary root cause of this complaint to be the users placement of the stent outside of the indicated location for use, which led to increased physiological loading. Therefore, this case it is not related to a device deficiency. Dfmeca-1 version 16.0 line items #44-49 document the potential hazardous situations and effects of failure associated with stent fractures as a result of physiological loading.